Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis of the full lead it was reported that there were no anomalies found, the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, and the lead was stretched. Analysis also revealed that the helix extends and retracts within product specification. It was apparent that damage occurred during implant.

Event description:
It was reported that during the implant attempt there was high, unstable, and/or variable thresholds on the right ventricular lead. After multiple attempts to reposition the lead, there was difficulty extending and retracting the helix. The lead was not implanted and another lead was implanted. No patient complications were reported as a result of this event.